Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power, and unexpected restart error test. However, there was a compromised force sensor system alarm during the basic occlusion test and prime/compromised force sensor system test due to a loose/protruded drive support disk. The insulin was received with cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the customer dropped the insulin pump once earlier today. Customer stated there was damage to the drive support cap. Customer stated that she was refilling the pump when she received a compromised force sensor system alarm. Customer stated that the drive support cap was sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.